Manufacturer narrative:
(B)(4). Additional concomitant medical products: distal telescoping rod catalog # 00598301400 lot # 60593222. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the head of the tibial tower screwdriver broke off in the adjustment knob of the distal telescoping rod during a total knee arthroplasty; long term use was reported as a contributing factor. No adverse event was reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is considered to be a wear and tear.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.